Event description:
On 3/13/97, a facility nurse informed the MFR's (MFR) customer ser. Rep. That due to the devices being dull, she had to use four (4) to access the pt's pump. The facility is returning one (1) full box and a partial box of the devices. No further details were provided at this time.